Event description:
The customer reported that she activated the pod at 5:55 pm and that her blood glucose measured 137 mg/dl about five mins later. She gave a 3.75 unit bolus at that time. At 8:45 pm her bg had risen to 357 mg/dl, so she corrected with a 3.35 unit bolus. She deactivated the pod at that time because she was going to bed and was uncomfortable with how this pod was working. She stated that cannula looked bent when the pod was removed.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.